Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, both pressure transducer printed circuit boards were found defective and they were replaced. The issue has been resolved and the device was delivered to the user in working condition. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. Defective pressure transducer printed circuit board may lead to high pressure. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name previous brand name: servo-I, corrected brand name: servo-I base unit d4 - version or model # previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).